Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the implants were replaced. The doctor confirmed they were not leaking. However, they did move towards the arm pits. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: device migration and leak. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 275cc mentor smooth round moderate profile on both sides and experienced bilateral breast implant deflation and implants moving into armpit postoperatively. As a result, the devices were explanted on (B)(6) 2020. This report is for the patient¿s left-sided device.